Event description:
As reported, the medical staff found foreign material (black spots) on the 3dmax mesh. It was reported that the product was not used and was replaced with a new one. It was also reported that no damage was noticed on the inner/outer package when received and the product box was completely sealed prior to open. There was no patient injury.

Manufacturer narrative:
As reported, foreign material (black spots) was found on the 3dmax mesh. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.